Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, diarrhea, nausea, fever, and cloudy dialysate. On the same day as the onset of peritonitis, the patient went to the emergency room and was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Physioneal and nutrineal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.